Manufacturer narrative:
Isi has not received the 8mm mega suturecut needle driver for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (following failure analysis evaluation) and if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the mega suturecut needle moved with unintuitive motion/freely with uncontrolled motions. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon reported that the 8mm mega suturecut needle driver did not move correctly in the direction he wanted it to move. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. However, no further details have been received as of the date of this report.